Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated. D10: item name# flexible im reamer 10.0mm dia; item# 00-2228-010-00; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The product compatibility review determined that cmk is not compatible with the flexible reamer as per the instructions for use. The dedicated reamer for the cmk hip system reams to a nominal diameter of 14.7 mm, whereas the flexible reamer reams to a nominal diameter of 10 mm. According to the surgical technique the reaming step should be followed by cylindrical cutting and rasping. If performed correctly, the rasping would correct any dimensional inconsistencies introduced in the reaming step, prior to introduction of the trial stem. Although using the flexible reamer is not in line with the IFU, it may increase risk of difficulties or complications when inserting the first rasp. However, if rasping is successfully completed, the sizing should still be correct for the trial stem. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, a femoral proximal fracture occurred due to difficulty removing the stem trial. The operation was concluded with another long stem trial. Attempts have been made and all additional information received has been included in this report.